Manufacturer narrative:
The investigation showed that the reported issue was most likely a temporary hardware error. According to log file analysis, there was a protocol error in the gigalink data stream between the flat panel detector receiver board (fdr) and the image acquisition system, or more precisely, the ias gra board. Following the event, both components were replaced as a precaution. The unit has been operating as specified. No in-depth investigation was possible due lack of information from the site. However, based on the evaluation of the log files and the fact that the system ran without errors following hardware replacement, our experts agree that the cause was the temporary hardware problem.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q floor system. During an interventional procedure, the user reported that x-ray aborted. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.